Event description:
It was reported that the implantable cardioverter defibrillator was observed to be in backup operation when taken out of the box after distribution to the healthcare facility. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.